Event description:
In 2009, the lay user/patient's father contacted international affiliate alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed the alleged inaccuracy began 1 1/2 months prior to contacting lfs. It is unknown what results the patient was obtaining with the subject meter at the time the issue began; however, the patient's father stated that a day prior to contact (time unknown), the patient obtained blood glucose readings of "122 mg/dl" with the subject meter and "80 mg/dl" on a laboratory device, performed less than 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. Approximately 1 1/2 months prior to contacting lfs, the reporter stated that the patient developed symptoms of nausea and a feeling of "sea-sickness." In addition, the reporter claimed the patient became "debilitated." It is not known if the symptoms were constant or intermittent or suggestive of high or low blood glucose. It is also not known if the patient tested with the subject meter prior to or after developing the symptoms, nor is it known what results the patient was obtaining during that time. The customer service representative (csr) noted that the reporter stated that the patient suffers from "glycogenosis type ib." At an unspecified time on that day, the reporter claimed he tested the patient's blood glucose with the subject meter and obtained a reading of "45 mg/dl." At the time of that result, the reporter claimed that the patient was not feeling well and in response to the reading, he treated the patient with "glucose serum." Sometime after treating the patient, the reporter retested the patient again with the subject meter and obtained a result of "100 mg/dl," however, because the patient's symptoms had not subsided he took her to the hospital. When the patient arrived at the hospital, the reporter claimed the patient's blood glucose was "40 mg/dl" when tested with the ER/hospital meter and the lab result came back at "38 mg/dl" and was treated with IV glucose. It is not known how much time elapsed between when the patient obtained the alleged high blood glucose reading of "100 mg/dl" with the subject meter and received treatment by the hcp. At the time of troubleshooting, the csr noted that the patient and/or reporter were using the correct testing technique and cleaning the puncture area properly. This complaint is being reported because, the reporter claims the patient was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.